Event description:
The ortho summit plus (european union - hamilton microlab at plus 2) instrument reportedly pipetted reagent between rows and did not generate an error message. No death or serious injury was associated with this incident.